Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following information is from an article entitled incremental value of continuous glucose monitoring when starting pump therapy in patients with poorly controlled type 1 diabetes - the realtrend study. During the study, one group used the medtronic minimed paradigm real-time system. The other group used conventional insulin pump therapy, using 512 and 712 insulin pumps. In the group using the real-time system, two episodes of ketoacidosis occurred when patients failed to react to the device's hyperglycemic alarms. One episode of severe hypoglycemia with loss of consciousness also occurred. The device was improperly calibrated, and acute alcohol intoxication may have played a role in the adverse event in the group using conventional insulin pump therapy, three episodes of ketoacidosis occurred.